Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had a poor communications screen. It was also stated that the patient had an emi for an unrelated medical condition and that the stimulator was not turned off before surgery. They further reported that they had trouble going to the bathroom. It was also reported that they later found out that the patient had a uti and was given medication and had been on it for 2 days now. During troubleshooting it was determined that the patient stimulation was on, on program 2 at 1.0v however the patient did not feel stimulation and was not able to connect and raised settings. A loss of therapy was also reported. After successfully connected with patient new patient programmer, stimulation was increased to 1.9v and patient reported feeling comfortable stimulation and would try the settings and see if it helped with the symptoms. No further complications were noted or anticipated refer to related event pe (B)(4): poor/intermittent comm w/o antenna.

Manufacturer narrative:
Device code (B)(4) is no longer apply to this event so review of this, additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and health care professional stated that the uti was not related the device. No further complications were noted or anticipated.